Event description:
It was reported that the patient had a changed in therapy effect. When the patient had the pump implanted on (B)(6) 2013, he had symptom relief. However, that evening, he had nausea, hiccupping and vomiting. The reporter wondered if that could have caused an issue with the catheter or drug infusion system because, the pain continued to get worse, to the point where the patient didn¿t believe the system was working anymore. The device system contained morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).